Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead had high impedance and the helix would not extend after multiple attempts. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. Visual summary analysis of the lead indicated damage at implant. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.